Event description:
See initial report.

Manufacturer narrative:
H.=10: no DHR and shr could be performed since no serial number was provided. Through follow-up communication with the chief perfusionist under previous cases from the same hospital, livanova deutschland learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices in use at the hospital are very clean and there is no sign of biofilm. The devices are located inside the operating theater during use. The result of microbial sampling performed at customer site revealed that two devices in use at the hospital were found to be contaminated. It is not possible to determine if the device used for this specific surgery was one of the two devices and it is not possible to determine if the device used was contaminated at the time of the surgery in (B)(6) 2019. The root cause of the reported event could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a female patient undergone cardiac surgery (pulmonary valve repair) on (B)(6) 2019 and was found to be infected with mycobacterium chimaera. Reportedly she was operated in room 3 but the serial number of the heater-cooler 3t system used during surgery is unknown. It was moreover reported that the patient is living but no further details are available.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.